Manufacturer narrative:
Final analysis found burn marks on the printed circuit board which resulted in the complaint of not receiving power.

Event description:
It was reported that the transmitter was not powering up. After unplugging the transmitter the prongs were removed and the green contacts were noted to be black and damaged. It was advised not to plug the transmitter back into the electrical outlet.